Event description:
It was reported during a ptca/stent procedure, an attempt was made to advance the delivery system onto the guide wire when resistance was encountered. While the delivery system tip was still outside the pt, the procedure was stopped and the stent delivery system was removed from the guide wire. It was noted at this time that the delivery systems tip had broken off. There was no pt injury reported.